Manufacturer narrative:
Title: does tumor size influence the outcome of laparoscopic distal pancreatectomy? Source: hpb 2020, 22, 1280¿1287 accepted november 24, 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, a retrospective analysis of a prospectively collected patient database evaluated the influence of tumor size on the surgical outcomes of patients undergoing laparoscopic distal pancreatectomy between april 1997 and february 2017. It is noted that stapler was utilized in the transection of the splenic vessels and resection of the pancreas. There were 422 patients included in the study and post-operative complications included: severe blood loss (35), iatrogenic injury of adjacent organs and structures (6) and pneumothorax (1). It is noted that conversion to laparotomy was required in 9 of these patients.